Manufacturer narrative:
(B)(4). Physio-control evaluated the customer¿s device and verified the reported issue. Physio-control replaced the system controller and user interface pcb assemblies. After other unrelated repairs were completed, proper device operation was observed through functional and performance testing and the device was returned to the customer for use.

Event description:
The customer contacted physio-control to report that when attempting to power on their device it locked up at the self-test screen and would not complete a boot cycle. In this state, the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
The initial medwatch report indicates: date received by manufacturer ¿ 02-jan-2018. The initial medwatch report should indicate: date received by manufacturer ¿ 26-dec-2017. Additional information: physio-control further evaluated the removed system controller pcb assembly and determined that filter, designator fl3 had become electrically overstressed, which resulted in an electrical open of the filter. The open filter prohibited the device from completing a boot cycle. The removed user interface pcb assembly was an ancillary part and there was no failure of this assembly.